Event description:
Patient had complained of feeling ill since her pacemaker was changed early last year. The thresholds and impedances were normal every time the device was checked. The patient reported that ventricular sensing tests caused her to feel bad in the same way she had reported. The patient is very symptomatic. No movement or change of position affected the threshold tests. In 2009, the patient was admitted to the ER with a heart rate in the 20's and 30's. Andy flynn saw no pacing spikes and found the patient to be pacing normally with normal thresholds and impedances when he arrived, no movement on the patient's part changed the test results. The ventricular pacing configuration was changed to unipolar. Prior to the procedure, the patient was changed back to unipolar, but without warning, the device went back to pacing unipolar. Lead check was not on. While the device was still in the pocket, no output was recorded for the device, only p-waves could be seen on the screen. The device was changed back to bipolar pacing, but a reinitialization screen appeared on the programmer. A new cylos dr was implanted. The ventricular lead showed a threshold of 0.8v with normal impedance. The physician decided to cap the lead. Related devices: polyrox px 53/15-bp, MDR: 1028232-2009-0407.